Event description:
Perifix epidural catheter was placed easily, during test dose, fluid sprayed out of a hole in the side of the catheter distal to insertion site. The catheter was removed. Patient was informed that the epidural would need to be repeated. A second kit was opened, and a new needle was placed, catheter introduced, bolus dose given with no issue. Continuous infusion set up and infusing with no issues.